Event description:
It was reported to boston scientific corporation that during a urethral suspension procedure using a pinnacle posterior pelvic floor repair kit, the physician noted that the suture broke 1 1/2" down from the needle. It is unknown whether the needle detached inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
'(B)(4) or product problem' was updated from 'reported issue is both an adverse event and product problem' to 'product problem' 'describe event or problem' was updated with additional information.

Event description:
It was reported to boston scientific corporation that the needle, with a piece of suture, did not fall into the patient after it detached. There were reportedly no complications to the patient.